Event description:
The customer states that they are noticing intermittent high direct bilirubin and total bilirubin results when using the architect total bilirubin assay. The customer did state that some of the samples had a yellow appearance. Specific data was requested but not provided at this time. No adverse impact to patient management was reported, due to this issue.

Manufacturer narrative:
(B)(4). Investigation summary: investigation determined no evidence of malfunction or deficiency including a review of labeling and result logs. Please note: the causative agent has changed from list number 1g06-11 architect analyzer to list number 6l45-20 total bilirubin reagent. The complaint text for architect c8000 (ln 1g06-01) (B)(4) states scattered implausibly high direct bilirubin and total bilirubin values were obtained on a newborn. The samples are icteric. There is no indication if serum indices were used. The customer sent result logs in for the investigation. The result logs could not determine any unusual findings. There were values that showed high dbili and tbili results, outside the normal range, however there was no way to determine the results were not correct. The customer stated unexpected high dbili and tbili results were generated. This was based on the customer's experience. There were no previous results to compare to. The customer did state the samples were visibly icteric and could possibly have had particulate matter in them. Per the package insert, fibrin clots may subsequently form in sera and the clots could cause erroneous test results. An additional note, note: stored specimens must be inspected for particulates. If present, mix and centrifuge the specimen to remove particulates prior to testing. Sample indices usually are not performed due to the low sample volumes of patient samples. Customer is also using direct bilirubin 8g63-20 for neonatal samples. Per the direct bilirubin package insert 30-3978/r3, limitations of the procedure section states, abbott laboratories has not verified the assay performance characteristics with neonatal specimens. The investigation reviewed the certificates of analysis for total bilirubin lot 64048hw00 and direct bilirubin lot 63048hw00. Both the total bilirubin and direct bilirubin reagents were released within specifications. Trending analysis found no adverse trends. The investigation did not determine any deficiency. A review of the complaint history and no trends were identified. Event represented is addressed in the device labeling. No product deficiency was found. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.